Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was alarming with excessive bad battery alarms. The patient's blood glucose at the time of incident was 5.3 mmol/l. Troubleshooting was initiated and numerous bad battery alarms was confirmed in the insulin pump's alarm history. It was confirmed that the device was dropped and a piece of plastic was missing from the battery tube. The insulin pump will be returned for analysis and a replacement will be shipped to the customer.